Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports that a catheter was exchanged on a pt due to "chipped" or "cracked" adapter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.